Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient ((B)(6) lb) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was difficulty during the initial transseptal puncture requiring two (2) needle sticks, then a third needle stick for the second transseptal puncture. A biosense webster, inc. Pentaray nav high-density mapping catheter and a thermocool® smart touch® sf bi-directional navigation catheter were used to map and ablate the left atrium. During fast anatomical mapping (fam) and while ablating around the left side pulmonary vein, a gradual increase in the patient¿s heart rate was noticed. After isolating the left pulmonary vein, and while moving to the right pulmonary vein, it was noted that there was a further increase in the patient¿s heart rate and a decrease in blood pressure. Intracardiac echocardiography (ice) was performed and the pericardial effusion was confirmed. The ablation was aborted, and a pericardiocentesis was immediately performed, removing 600 ml of fluid from the pericardial space. The patient's blood pressure and heart rate normalized. Patient was reported to be in stable condition during and after pericardiocentesis was performed. Extended hospitalization was not required, patient only required an overnight stay. An echo was done the following day, and everything had returned to normal. The physician believed that the perforation / effusion occurred during the transseptal phase with the first transseptal puncture. The patient¿s anatomy was not extremely conducive to a great transseptal puncture. The patient¿s outcome is fully recovered. There were no error messages observed on any biosense webster, inc. Equipment. Transseptal was performed with st. Jude medical brk1 transseptal needle. There was no evidence of a steam pop. The event was discovered after the use of biosense webster, inc. Products. The flow settings utilized were 40 watts, thus the flow was on ¿high¿ at 15 ml/min and 2 ml/min for non-ablation flow rate. Graph, dashboard, vector and visitag force visualization features were used. The visitag module was used with the following parameters: 3 mm, 3 sec, 25 % and 3 mm tag size. Color option used prospectively used was surpoint index. No additional filters were used with the visitag module. Based on the provided information this event will be conservatively reported under the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
On (B)(6)2020 , it was noticed that incorrect information was submitted regarding extended hospitalization. It was initially reported that "extended hospitalization was not required, patient only required an overnight stay." However, per the information received, "the patient only had to stay an extra day after the pericardial effusion." Therefore, section b2. Is hospitalization initial/prolonged has been selected. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a 45-year-old female patient (152 lb) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was difficulty during the initial transseptal puncture requiring two (2) needle sticks, then a third needle stick for the second transseptal puncture. A biosense webster, inc. Pentaray nav high-density mapping catheter and a thermocool® smart touch® sf bi-directional navigation catheter were used to map and ablate the left atrium. During fast anatomical mapping (fam) and while ablating around the left side pulmonary vein, a gradual increase in the patient¿s heart rate was noticed. After isolating the left pulmonary vein, and while moving to the right pulmonary vein, it was noted that there was a further increase in the patient¿s heart rate and a decrease in blood pressure. Intracardiac echocardiography (ice) was performed and the pericardial effusion was confirmed. The ablation was aborted, and a pericardiocentesis was immediately performed, removing 600 ml of fluid from the pericardial space. The patient's blood pressure and heart rate normalized. Patient was reported to be in stable condition during and after pericardiocentesis was performed. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30304059m number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference#: (B)(4).